Event description:
It was reported that the patient returned with a leak near band on tubing post implant a swedish adjustable band. This was confirmed through diagnostic tests. The band was replaced. The patient was discharged home with no patient complications. Facility is unwilling to provide any additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Punctured tubing. The band/balloon with 21cm of catheter, the injection port with the locking connector and 8cm of catheter, two (2) tubing strain relief and a green suture on the band were returned. Upon visual inspection, it was observed that three (3) fold lines were present on the balloon. No tears or cracks were observed on the balloon and tubing. It was noted that the buckle was torn on one side, tear most likely performed during the explantation. During the visual inspection on the injection port, it was observed that two (2) punctures were present on the tubing. A leak test was performed on the balloon with a successful result. No leak was found on the balloon and tubing associated with this balloon. A leak test was performed on the injection port with locking connector and 8cm of catheter with an unsuccessful result. A leak was found.